Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "travel reverse error was observed" was confirmed by checking the alarm history. The device was repaired by replacing the left and right clutch, worm gear, worm coupling and motor. The probable cause was worn out clutch parts. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿travel reverse error was observed during preventative maintenance¿; during device evaluation it was found there was a travel reverse error found in the alarm history. There were no patient involvement and no patient harm.